Event description:
It was reported the speed increased over set speed. A 1.50mm rotalink plus was selected for use. Preparation testing was completed and speed was set. During the procedure within the first ablation, the rotation speed of the device increased more than when it was tested outside the patient. The device was unable to cross the lesion. During second ablation when the physician stepped on the foot pedal, the device suddenly stopped rotating and the stall lamp turned on. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported the speed increased over set speed. A 1.50mm rotalink plus was selected for use. Preparation testing was completed and speed was set. During the procedure within the first ablation, the rotation speed of the device increased more than when it was tested outside the patient. The device was unable to cross the lesion. During second ablation when the physician stepped on the foot pedal, the device suddenly stopped rotating and the stall lamp turned on. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The burr catheter was received attached to the advancer unit with the returned rotawire in the device. The rotawire was remove with little restriction due to wire kinks. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to a melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.